Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, xerostomia, complication in site preparation, immediate implantation, infection, pain, swelling, bleeding, inflammation, mobility. Difficult for implant to follow osteotomy since had multiple extractions at same time.